Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire was returned for evaluation. One photo was provided for review. The photo shows the product label and products details were verified. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Bending was observed throughout the j-tip guidewire. Uncoiling was noted throughout the distal portion of the guidewire. A core wire was noted to protrude the uncoiled portion of the guidewire. The distal portion of the guidewire was noted to be stretched. The flat core wire appeared to have a break as it was protruding the uncoiled portion of the guidewire. The termination of the flat core wire was observed to be granular. The round core wire appeared to have a fracture as it also found within the uncoiled portion of the guidewire. The termination of the flat core wire could not be determined. Therefore, the investigation is confirmed for the reported stretched issues and identified unraveled, deformation due to compressive stress issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI)), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure it was noted that the j wire from the kit came out like a slinky. There was no reported patient injury.

Event description:
A patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure it was noted that the j wire from the kit came out like a slinky. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.